Manufacturer narrative:
It was reported that medication leaked behind the syringe plunger. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Samples in used condition was returned for evaluation and the reported problem/issue was confirmed. Medication viscosity and the amount of pressure when injecting the medication may cause the reported problem/issue. A definitive root cause was unable to be determined based on the samples received. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that medication leaked behind the syringe plunger.